Manufacturer narrative:
No product has been returned for investigation as no product malfunction was alleged. No root cause can be identified at this time.

Event description:
During literature review it was identified that 234 patients who underwent lateral interbody procedures were reported to have experienced nerve injury or muscle weakness. It is unknown if patients experienced the alleged events during extreme lateral interbody fusion procedure or olif procedures. No information on treatments were provided.